Event description:
Pt contacted risk mgmt. In (B)(6) 2010 that 2 medi-ports implanted by us failed and had to be replaced. First one implanted (B)(6) 2010 and second one implanted (B)(6) 2010. Pt states they clotted off and had to be replaced. Md reported extravasation at the subclavian in the operative notes. Pt had small cell carcinoma and was undergoing chemotherapy at another facility so I have no idea if this is a user issue or product issue. I have no other reports of any medi port issue. I notified the vendor rep. Product is an angio-dynamics product and different lot numbers. I also talked to the surgeon's nurse and explained I reported the device issues with med watch. Surgery called the rep with the lot numbers.